Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal process, was overfilling cartridges, and using cold insulin. The customer would perform the load process and resume insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.